Event description:
A patient reported experiencing inaccurate high results with an otbe meter. The patient's blood glucose results were 214 mg/dl vs. 184 lab. Tests were done within minutes with a difference of 30%. Patient did not experience any adverse events. No further information has been reported.